Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the sheath tore and the stent could not be deployed. The target lesion was in the biliary duct. A 10 x 80 blry endo uni plus hal07 .5f/219cm had been advanced to treat the target lesion. During the procedure, the plastic sheath tore and the stent was unable to be deployed. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
.